Event description:
It was reported to philips that the device reboots during the op check when the charge button is tested. It will do this when connected to the battery only. There was no reported patient involvement.